Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h6: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device is being further investigated. Once the investigation has been completed, a supplemental medwatch will be submitted.

Event description:
It was reported from the service center that the compact air drive device was blocked causing it not to work at all. During in-house engineering evaluation, it was determined that the triggers on the motor device were sticking. It was not reported if the device was used in surgery, or if there was patient involvement. There were no reports of delays in the surgical procedure. It was unknown if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2025. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. An evaluation was performed and it was determined that device would not run, the trigger was sticky, would not reverse, the reverse locking mechanism was blocked, made unexpected noise and the components were damaged. The device also failed pretests for general condition, check reverse locking mechanism with oscillating saw attachment ii, check for sticky trigger, check function of device, check forward (fwd) and reverse (rev) mode function, check for noticeable noise and check power with power test bench. Therefore the reported condition was confirmed. The assignable root cause was traced to improper maintenance.